Event description:
It was reported that patient underwent femur osteosynthesis procedure on (B)(6), 2011 utilizing antegrade femoral connecting bolts. During the procedure, the connecting bolts fractured when the antegrade nail was being introduced in the bone. A competitor instrument was available to complete the procedure. There was no injury to the patient or delay to the procedure as a result.

Manufacturer narrative:
The user facility is outside of the united states. No medwatch report was received. Review of device history records show that lot released with no recorded anomaly or deviation. Evaluation of both instruments (bolts) found they had similar fracture appearance where the thread was sliced at the middle plane along the circumference. Evidence suggests fractures occurred as a result of excessive force being applied (overload) during insertion of the implant. This report filed (B)(4), 2011.